Event description:
Voluntary medwatch form mw5185148 received states: it was reported that this right ventricular (rv) lead exhibited elevated pacing thresholds. It was noted that the rv lead is a non-(B)(6) lead. Technical services (ts) provided recommendations for an in-person visit for further evaluation of the lead. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The information was received from a voluntary medwatch: mw5185148. UDI is not available as product information was not provided.